Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information. (B)(6).

Event description:
It was reported that during use on a patient, after the first hour of use, the iabp unit generated an autofill failure. The end user was able to resolve the issue, but called getinge support. Getting support had the end user press the iab key after confirming no blood was present in the gas line, but the autofill failure alarm was generated again. The end user noted no kinks, no change in the gas line set up, or kinks in the line. The iabp unit was swapped out without issue to continue therapy. There was no patient harm and no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.